Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by nurse from USA of bacterial peritonitis with culture positive for acinetobacter in a patient, coincident with dianeal pd4 ambuflex therapy for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same date. The cause of the peritonitis was unknown. On an unreported date in 2011, the peritonitis had resolved and the patient was discharged from the hospital. The patient was switched from peritoneal dialysis to hemodialysis. Although, there was no break in aseptic technique, the patient was retrained. The nurse believed that the peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis incident.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd886804, gd886028 and gd884445 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.